Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pre-syncope and dyspnea, and presented at the hospital. The patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. The lead exhibited undersensing/loss of sensing on the atrial channel and the capture threshold varied. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.